Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas pro c 503 analytical unit. The initial result was 429 mg/dl. This result was reported outside of the laboratory where the doctor requested the sample be repeated. The sample was repeated twice with results of 254 mg/dl and 260 mg/dl. The chol2 reagent lot number was 658312. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found the cell rinse volume was lower than the specifications. The fse adjusted the cuvette rinsing level. The customer has not complained of any further issues. The service maintenance actions resolved the issue.